Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the lid was damaged on the sharps coll next gen 5.4qt red 20/pac. There was no report of patient impact. The following information was reported by the initial reporter, translated from japanese to english: "a part of the lid was missing. When I opened the box, part of the lid was missing."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the lid was damaged on the sharps coll next gen 5.4qt red 20/pac. There was no report of patient impact. The following information was reported by the initial reporter, translated from japanese to english: "a part of the lid was missing. When I opened the box, part of the lid was missing."

Event description:
It was reported that the lid was damaged on the sharps coll next gen 5.4qt red 20/pac. There was no report of patient impact. The following information was reported by the initial reporter, translated from japanese to english: "a part of the lid was missing. When I opened the box, part of the lid was missing."

Manufacturer narrative:
H.6. Investigation: pictures as evidence were received from medical science company to nagoya (greater asia) proceed with the investigation, also additional attempt to get more information was made, however, the customer confirmed there was no more available. According to the DHR review process, accordance with the DHR review process; it¿s not possible to get a result because the part number lot was not included in the reporting information for this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. According with this investigation, there isn¿t enough information like a lot number or pictures from the original packaging which is needed to rule out that this issue was generated due to a repackaging process. As part of this investigation, it was noted that this complaint was received from asia and as per customer information all the material sold to japan is being repackaging within a bd facility, therefore the evidence of the original packaging is needed to find the root cause of this issue h3 other text : see h.10.